Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had been to the hospital 'about 16, 17 times in two years.' It was reported, 'it seems like it runs out. It stops on me all of a sudden, and I have to go to the hospital, have a shot.' It was reported the patient had discussed this with the health care provider (hcp) 'two or three times.' It was stated, 'we try this we try that, and we take x-rays, and we do this and do that, and nothing's working.' It was noted the fentanyl in the patient's pump is up to 1,748 mcg's. It was reported the patient had contacted their hcp and was waiting for a call back. It was reported the patient was sick to their stomach every day and dizzy. The patient woke up 'at four in the morning with withdrawals' and had to go to the hospital and get 'injections.' It was reported the patient then would go to his hcp and get a bolus. The patient would 'go for a while, and then the next month, same thing again.' It was reported the withdrawals have increased more and that last time the hcp filled it up, five days later the patient had withdrawal. It was reported 'this' started when the patient got the pump initially implanted. The patient has had 'these effects' ever since being implanted. It was reported the patient has been to the hcp 'probably 40 times.' It was reported the hcp has tried two to three different medications. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that, since implant, the patient had stomach problems, including constant nausea. The patient went to his healthcare provider (hcp) about one week prior to this report and the hcp gave him a bolus dose and his nausea went away. The hcp prescribed the patient with 2 boluses per day to try to help with the nausea. The patient indicated that it seemed to be working. One month prior to this report, the hcp tried to decrease the drug in the pump to see if it could be removed, but the patient¿s pain was too great. The patient even had to start taking oral ¿norco¿ pain medications again. The patient had to have his dose increased back up. At the time of this report, the patient¿s pump was working great in treating his pain. The device system was used to deliver dilaudid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had been in the hosp 12 - 15 times with withdrawal since he was implanted on (B)(6) 2010. The pt had fentanyl in his pump currently and morphine before. X-ray had been done and the md indicated everything was normal. Pt experienced withdrawal mainly at night while lying down and sleeping.